Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the lead coming out was unknown. The patient said it was replaced, but they did not have the removed device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-22. The patient was just sitting in their chair when it started and it was off at the time. The leads came off out the r/s doesn't work. They are trying to get it replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a burning spot at the ins site and pain behind their knee. No further complications were reported.